Event description:
It was reported that unspecified quantity of micro-volume inlets leaked onto the valve set of the pump. The event occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h10. H4: device manufactured january 10, 2022 to january 11, 2022. H10: the actual samples were not received; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were noted. The reported condition was not verified through evaluation of the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.